Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) migrated up in the scrotum. Upon examination, a deflation issue was also noted. A surgical procedure was performed to remove and replace the existing ipp with a malleable device at the patient's request. There were no patient complications reported.

Manufacturer narrative:
Corrected d6a: implant date. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) migrated up in the scrotum. Upon examination, a deflation issue was also noted. A surgical procedure was performed to remove and replace the existing ipp with a malleable device at the patient's request. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified. The pump was microscopically inspected, leak and functionally tested. Microscopic evaluation revealed that the deflation ball was seated too far forward, and during the functional examination the component did not pass deflation tests. No leaks were identified in the pump. The reported migration is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observation of deflation issues.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) migrated up in the scrotum. Upon examination, a deflation issue was also noted. A surgical procedure was performed to remove and replace the existing ipp with a malleable device at the patient's request. There were no patient complications reported.